Event description:
A (B)(6) female pt's daughter contacted zoll customer support to report a code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the trunk cable connector was cracked damaging wires. Upon evaluation, the blue (can l) wire was broken in the trunk cable connector. The cause of the service code 204 is the broken wire in the trunk cable connector. The root cause of the damaged wire cannot be positively identified but was likely the result of excessive force placed on the trunk cable connector. No adverse event resulted from the damaged electrode belt connector. The pt was issued a replacement electrode belt.